Event description:
It was reported that a patient underwent a breast augmentation with two 300cc mentor memorygel breast implants and experienced defective devices on both sides post-operatively. No further information has been provided regarding the event. As a result, the patient underwent explantation on (B)(6) 2024. This report is for the right side device.

Manufacturer narrative:
On march 14, 2024, a photo evaluation for the device was completed. Photo evaluation summary: during visual evaluation of the image provided, some bubbles were observed in the gel. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 14, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient identifier has been updated to (B)(6). The gender has been updated to female. The patient's date of birth was reported to be (B)(6) 1991. The patient's right side replacement device was a 300cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 07, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that no damage, anomalies, or defects were observed on the sm mpp gel 300cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. The event described could not be confirmed as the breast implant was returned without a detectable defect. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor received additional information regarding the event. It was reported that the defective device was actually found during the operation. The event occurred intraoperative; not post operative. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays. Coding in section h6 has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).